Manufacturer narrative:
(B)(4) . The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Internal/external inspection was performed with no issues noted. Review of the service history indicates that previous device servicing did not cause or contribute to the reported difficulty of increased intra-peritoneal volume or iipv. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:29:19. During night drain cycle three, the patient's ultrafiltration reading was 676ml, indicating the home patient drained 676ml more than their maximum programmed fill volume of 900ml. No additional information is available.